Manufacturer narrative:
(B)(6) the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device had damaged component, cannot secure lock/cutter, hose damage, noise, handpiece won't turn, low power, fluid/oil leak and heat. Therefore the reported condition was confirmed. The assignable root cause was not able to be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the motor device had a damaged locking component, the tool coupling was defective, the locking pawl was broken, and the hose was damaged. It was also noted in the service order that the device failed test for loctite, cutter lock, safety, temperature, sound, oil leak and rotations per minute(rpm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.